Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A review of the device history record was requested. Device history lot product code: 310.950. Lot number: 63p0075. Manufacturing site: (B)(4). Release to warehouse date: 07 august 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent surgery. During the surgery, the handle mini-quick-coupling in question got unable to grasp a drill bit after only several times of use. No further information is available. This complaint involves one (1) device handle mini-quick-coupl. This is report 1 of 1 for complaint (B)(4).